Event description:
An hcp stated the contour next blood glucose reading was 81 mg/dl but the level was actually 57 mg/dl and medical intervention was required. There was no further information available.